Manufacturer narrative:
Product analysis could neither confirm nor deny the difficulty stated in the complaint. Product analysis did reveal a distal polymer shaft separation. The delivery device with the stent on the balloon and a product mandrel engaged in the lumen was received and a polymer shaft separation and distal tip damage was observed. Examination of the returned device revealed that the outer polymer shaft was separated 112.3 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the material surrounding the separation did not reveal any inherent deficiencies that would have contributed to the separation. The shaft failure appears to be the result of tensile forces exceeding the shaft tensile specification. The circumstances that led up to the shaft separation could not be determined. Visual and microscopic examination of the distal bumper tip revealed tip elongation. Further examination of the tip material did not reveal any inherent deficiencies that would have contributed to the mandrel removal difficulties or the tip damage. Visual and microscopic examination of the exposed section of the product mandrel did not reveal any inherent deficiencies that would have contributed to the removal difficulties. The od of the product mandrel was measured with a laser mike and found to be .01575" and is within the product specification # 15335-09 which is 0.0157" +/- .0001". The rework batch number was use to locate the top assembly batch number. The manufacturing records for top assembly batch and the delivery device batch have been reviewed and no issues or discrepancies were found. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
This complaint is now reportable based on the analysis completed on 6/7/06. It was reported that during a coronary artery drug eluting stenting treatment procedure that the physician could not cross a lesion. The physician attempted to cross a 95% stenosed lesion in the right coronary artery (rca). The lesion was predilated with a 1.5x15mm balloon several times before the physician attempted to place a 2.5x12mm taxus express2 drug eluting stent. The physician was unable to pass the stent through the lesion and noted that he did not experience good flexibility of the device. The procedure was completed with another of the same device and the patient is reported to be in good condition.